Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent strut damage occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the femoral artery. The 90% stenosed,38mm in length, concentric, de novo, moderately calcified and moderately tortuous lesion in the right coronary artery. After pre-dilation, the residual stenosis was 50%. A 38 x 3.00mm promus premier stent was advanced with some resistance. The device was removed and stent damage was noted. The procedure was successfully completed with a different device without issue or patient injury.